Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture, baker grade unknown. Device was explanted and replaced. This record relates to an unknown side.